Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in hospital for unrelated reasons, and during device evaluation repeated phrenic nerve stimulation was observed that could not be programmed around. Physician decision was to cap and replace the ventricular lead. The procedure was aborted due to no vascular access. Patient was fine after the procedure.